Event description:
New information received notes that the pacemaker exhibited functional under-sensing.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited undersensing issue. No intervention was performed, and the patient was in stable condition.